Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer stated that the malfunction occurred when the user tried to issue medication to the patient, which caused delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies in drawer 1.1 had failed due to cable connection failure. The hardware test application showed all cubies. A field service engineer (fse) reseated the rowboard cable, retractor band cable, and pyxibus cable, and checked the cables for damage and all cubies registered correctly. The system functioned as intended after the field service engineer repaired the device.